Event description:
It was reported that the pump shut off unexpectedly. Reported the customer was taken to the hospital with diabetic ketoacidosis. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Reported the customer was taken to the hospital with diabetic ketoacidosis. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.